Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: this unit was serviced by a vyaire medical authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power board to address the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was resetting. There was no report of any patient involvement associated with this reported event.